Manufacturer narrative:
Consumer returned complaint sample; however, the complaint sample was not evaluated as the bottle was received both empty and expired.

Event description:
Medical documentation obtained from treating ophthalmologist indicates patient presented with itchy and red eyes. Ophthalmologist noted bulbar injection and conjunctivitis in both eyes. Patient was diagnosed with chemical conjunctivitis due to chemical irritation. Patient was prescribed maxitrol for 7 days and was instructed to use preservative free artificial tears in addition to cold compresses.

Manufacturer narrative:
Consumer reported experiencing burning upon lens insertion. The consumer visited an ophthalmologist who told the consumer the eyes were still red and inflamed but there was no damage to the eyes. The ophthalmologist prescribed neo/poly/dex eye drops and instructed the consumer to use optive advanced lubricant eye drops. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms and signs reported are consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. The product was requested but not returned.

Event description:
Consumer reported experiencing burning upon lens insertion. The consumer visited an ophthalmologist who told the consumer the eyes were still red and inflamed but there was no damage to the eyes. The ophthalmologist prescribed neo/poly/dex eye drops and instructed the consumer to use optive advanced lubricant eye drops. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.